Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent dislodgement occurred. The target lesion was in a very tortuous and calcified vessel. The lesion was predilated with an unk sized maverick balloon to 10 atmospheres for 30 seconds. The physician had selected and attempted to advance a 2.5x24mm taxus express2 to the target lesion, but it would not cross the lesion. During withdrawal, the stent came off the stent delivery system inside the non-bsc guide catheter. The stent remained in the guide catheter and was able to be removed successfully. The procedure was ended as they were unable to cross the lesion with any other device. There were no patient complications reported with the pt's current condition listed as "fine".